Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported a crack on the battery side of the insulin pump. The blood glucose reading was 570 mg/dl and dropped to 390 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer reported that the high blood glucose was due to the damaged pump and having eaten a meal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, display anomaly or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Device had label damage, cracked keypad overlay, cracked case corner of belt clip rails. The device p-cap or test reservoir locks in place properly. (B)(4).